Event description:
It was reported that during device set up the syringe driver knob was noted to be stuck. It was noted that bile salts had been spilled during a previous perfusion and that it needed to be cleaned. Cleaning with warm and soapy water was unsuccessful in releasing the knob. The liver was placed on board and the infusions were manually administered at 1 ml per hour. Liver was successfully transplanted following perfusion.

Manufacturer narrative:
The device was serviced at the customer site. During service, the syringe release knob was unable to be released and syringe driver was replaced. The device subsequently passed all applicable testing.